Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. Three unspecified stents were deployed and a 4.5x15mm nc trek rx balloon dilatation catheter (bdc) was inflated once for post-dilatation. The bdc was being removed; however, resistance was felt with the 6f guide catheter and the bdc would not go back into the guide catheter. The bdc and guide catheter had to be removed as a unit. The procedure was successfully completed at that time. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.